Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004485144-2017-00012.

Event description:
It was reported that two drivers were damaged while final tightening the screw during surgery. There were no reports of patient injury associated with this event. This is report two of two for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found with slight deformation, but a functional verification found that it stills seats within the plug as expected. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.